Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had pixel frizzling in the image/charged coupled device (ccd). The issue occurred during a diagnostic gastroscopy procedure which was completed using a similar device. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: grainy dots on the image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the grainy dots on the image was due to a printed circuit (pc) board failure. A review of the service history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.